Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension "(B)(6)." H3: one pump was returned for analysis in used condition. Visual inspection showed the screen has scratches, missing battery cap, missing syringe cap, and the syringe port was cracked. Review of the event history log was not applicable. Functional testing was able to duplicate the customer reported problem. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the most probable cause is due to intermittent motor. The motor was replaced.

Event description:
It was reported that the pump calls for service alarm. Per reporter, the event occurred during testing and there was no physical damage. There was no patient involvement, and no harm/adverse event was reported.